Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) performed running test in the getinge office and was unable to duplicate the reported failure. However, the fse opted to replace the video generator board, touchscreen assembly and coiled cord cable as a precaution to prevent the incident from reoccurring. The iabp was then released for clinical use.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) switched from auto mode to internal mode, and then the iabp alarmed. The alarm was associated with the ECG signal. The customer then switched the iabp back to auto mode from operation mode, to continue patient therapy. After 2:00 p.m. The iabp was replaced to continue patient therapy. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. (B)(6). (B)(4). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse has not closed this case since the iabp passed the test. A supplement report will be submitted when additional information is provided by the fse.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) switched from auto mode to internal mode, and then the iabp alarmed. The alarm was associated with the ECG signal. The customer then switched the iabp back to auto mode from operation mode, to continue patient therapy. After 2:00 p.m. The iabp was replaced to continue patient therapy. No adverse event was reported.